Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would not boot up. Functional testing and data download was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The battery was swapped out and the receiver did not boot up. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.